Event description:
Manufacturer representative reports pt was seen in clinic for reprogramming of their ins due to loss of stimulation. Immediately after programming change, and pt verbalization of satisfaction to changes, the pt underwent an apparent seizure. The pt was shaking and eyes were closed. This lasted approx 10 to 15 seconds. Immediately following the incident the pt verbally confirmed feeling fine. The pt was escorted out of the clinic by the manufacturer representative but appeared unstable and weak. Manufacturer representative reported the event to the clinic reception desk and the pt was located. The pt was found waiting for an elevator, leaning of the wall and sweating. A code was called and a response team escorted the pt to the emergency room.